Event description:
The complaint as reported on maude database: "ventilated patient was taken to radiology on a trilogy vent/bipap system. During the transport the isogard filter came apart. Staff member was able to quickly press the two sections back together and it functioned properly after that". No patient harm or injury reported. Patient condition not reported.

Manufacturer narrative:
(B)(4). MDR report key/report number 10918623. The sample was not returned for evaluation; therefore, ten pieces of the same product code were selected from current production at the manufacturing facility. The samples were visually inspected and no defects were observed. In addition to the visual exam, leak testing and pull testing were also performed on the production samples. No issues were encountered. All ten samples passed the testing. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). MDR report key/report number (B)(4).

Event description:
The complaint as reported on maude database: "ventilated patient was taken to radiology on a trilogy vent/bipap system. During the transport the isogard filter came apart. Staff member was able to quickly press the two sections back together and it functioned properly after that". No patient harm or injury reported. Patient condition not reported.